Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited atrial undersensing. No changes or intervention was performed. The patient condition was stable.